Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator(crt-d) was part of a system revision due to infection. There were no additional adverse patient effects were reported. In addition, the patient undergone removal of ICD pulse generator with no lead malfunctions. Moreover, the arterial and venous femoral sheaths with no complications. Pocket with pus drained and cultures were sent from the pocket and all lead were successfully removed. The cardiac resynchronization therapy defibrillator (crt-d) pacemaker was explanted.